Manufacturer narrative:
Company comment: the serious events of nodule, inflammation at implant site, purulent discharge and the non-serious event of pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and drainage procedure to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. A follow up on the lot number will be performed and to obtain additional information. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-jan-2026 by a 48-year-old caucasian/white female patient concerning herself. Additional information was received on 18-jan-2026 and 19-jan-2026 from the same reporter. The patient´s medical history included hypothyroidism. Concomitant medication included prednisone [prednisone]. The patient was not pregnant or breastfeeding. On 09-dec (unknown year), the patient received treatment with sculptra to side of the face (unknown amount, lot number, injection technique and needle type). The patient has never received treatment with sculptra. On 25-dec (unknown year), the patient developed a painful/otalgia (implant site pain) nodule (implant site nodule). The patient contacted a hcp, who advised her to massage it. However, the nodule became increasingly painful. The patient was unable to tolerate the pain any longer. The physician punctured and drained the nodule located in the region near the right parotid gland and a large amount of pus came out (purulent discharge) with bacteria. The nodules became inflamed (implant site inflammation) with pus. On (B)(6) 2026, the patient returned to the physician, who initiated a massage procedure using devices. As the patient did not respond, and was in a lot of pain, the patient was prescribed with antibiotic cephalexin [cephalexin]. On (B)(6) 2026 (unknown year), the patient returned to the physician and underwent a blood test. At which point she began taking cephalexin. After 14 days of cephalexin treatment and the patient experienced severe ear pain. The patient returned to the hospital and underwent a facial CT scan, which revealed a colony of bacteria. The results of computed tomography of the face reported as below: preserved bone structures. Normal appearance of orbital structures. Normally aerated paranasal sinuses. Ostiomeatal complexes and frontonasal and sphenoethmoid recesses with normal and permeable anatomical aspects. Nasal meatuses and fossae clear. Nasal septum deviated to the left. Parotid and submandibular glands without alterations. Rhinopharynx and oropharynx showing preserved attenuation coefficients. Small collections restricted to the subcutaneous tissue of the right preauricular region measured approximately 2.5 x 0.7 cm, associated with densification of the adjacent fat. Based on these findings, the hcp concluded that deviation of the nasal septum to the left. Small collections restricted to the subcutaneous tissue of the right preauricular region associated with densification of the adjacent fat. On (B)(6) 2026, the patient underwent complete blood count. The test revealed leukocytes was 15220/mm3, mcv (100 fl) and relative rods was 3% and absolute rods was 456.6 cells/mm3, which were higher than normal values. Results for erythrocytes, hemoglobin, hematocrit, mch, mchc and rdw was normal. Platelets count, promyelocytes, myelocytes, metamyelocytes, segmented, eosinophils, basophils, lymphocytes atypical lymphocytes. Monocytes and blasts were normal. The patient was prescribed corrective treatment with intravenous use of 1 gram of ceftriaxone [ceftriaxone]. 2 ampoules of ceftriaxone in 100 ml of 0.9% saline [sodium chloride] solution, once a day for 7 days. The first dose was administered in hospital at 10.00 pm on (B)(6) 2026. The patient assessed the intensity of events as severe and causality unlikely. She was in recovery phase. Outcome at the time of the report: painful/otalgia was recovering/resolving. Nodule was recovering/resolving. Pus came out was recovering/resolving. Inflamed was recovering/resolving.

Manufacturer narrative:
Company comment: the serious expected events of bacterial infection, nodule, inflammation at implant site, purulent discharge and the non-serious expected events of pain at implant site, needle track marks and unexpected non-serious event of ear pain were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and drainage procedure to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The event of ear pain was secondary to the bacterial infection. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, six medical complaints have been reported for the lot number. To rule out a non-conforming product, a repeat batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-jan-2026 by a 48-year-old caucasian/white female patient concerning herself. Additional information was received on 18-jan-2026 and 19-jan-2026 from the same reporter. This case was 4 of 7 (reported by the same treating hcp). The patient´s medical history included hypothyroidism. Concomitant medication included prednisone [prednisone]. The patient was not pregnant or breastfeeding. On (B)(6) 2025, the patient received treatment with sculptra (lot 5j2021, expiry date 31-mar-2028) to right and left side of the face using cannula (unknown amount and injection technique). The patient has never received treatment with sculptra. On the same day, the patient also received treatment with unspecified filler to lips. The treating hcp reported that the dilution was prepared per the product´s label introduction and only used water for injection [water for injection] as the diluent. The treating hcp usually reconstituted sculptra the day before the treatment, at the end of the day. One day before the treatment, 5 ml of water for injection was added. The vial was stored in its original box at a temperature of 16-17°c in the clinic. At the time of application, another 5ml of water for injection and anesthetic, lidocaine [lidocaine] without vasoconstrictor (1 ml or 2ml depending on the patient's sensitivity) were added. The treating hcp did not specify the total volume use for the patient. The hcp reported that they were familiar with using sculptra for 15 years and knew how to use it correctly. As described, they used 5 ml at the time of reconstitution and homogenization, and afterwards used 3 to 5 ml of the product. On (B)(6) 2025, the patient developed a painful (implant site pain) otalgia/ear pain (ear pain) nodule (implant site nodule). The patient contacted an hcp, who advised her to massage it. However, the nodule became increasingly painful. The patient was unable to tolerate the pain any longer and the pain was on the entire side of the face, as if it was mumps and radiated to the ear. On (B)(6) 2026, the nodules turned red. The patient had massage process with ultrasound device and later performed massage every day. On (B)(6) 2026, the patient returned to the physician and underwent a blood test and result was unknown. As the patient did not respond, and was in a lot of pain, she began treatment with antibiotic cephalexin [cephalexin] from (B)(6) 2026 to (B)(6) 2026. On (B)(6) 2026, the physician punctured and drained the nodule located in the region near the right parotid gland and a large amount of pus came out (purulent discharge) with bacteria. The nodules became inflamed (implant site inflammation) with pus. The patient also reported that she had a cannula mark on face (needle track marks), at the point where the gram-positive bacterial infection/infection (bacterial infection) occurred. The issue was on the right side of her face. Initially, the physician assumed it was a collagen nodule and treated it with hyaluronidase [hyaluronidase]. However, when hyaluronidase was injected, the nodule leaked pus. After 14 days of cephalexin treatment and the patient experienced severe ear pain. On (B)(6) 2026, the patient returned to the hospital and underwent a facial CT scan, which revealed a colony of bacteria. The results of computed tomography of the face reported as below: preserved bone structures. Normal appearance of orbital structures. Normally aerated paranasal sinuses. Ostiomeatal complexes and frontonasal and sphenoethmoid recesses with normal and permeable anatomical aspects. Nasal meatuses and fossae clear. Nasal septum deviated to the left. Parotid and submandibular glands without alterations. Rhinopharynx and oropharynx showing preserved attenuation coefficients. Small collections restricted to the subcutaneous tissue of the right preauricular region measured approximately 2.5 x 0.7 cm, associated with densification of the adjacent fat. Based on these findings, the hcp concluded that deviation of the nasal septum to the left. Small collections restricted to the subcutaneous tissue of the right preauricular region associated with densification of the adjacent fat. On (B)(6) 2026, the patient underwent complete blood count. The test revealed leukocytes was 15220/mm3, mcv (100 fl) and relative rods was 3% and absolute rods was 456.6 cells/mm3, which were higher than normal values. Results for erythrocytes, hemoglobin, hematocrit, mch, mchc and rdw was normal. Platelets count, promyelocytes, myelocytes, metamyelocytes, segmented, eosinophils, basophils, lymphocytes atypical lymphocytes. Monocytes and blasts were normal. On (B)(6) 2026, the patient was prescribed corrective treatment with intravenous use of 1 gram of ceftriaxone [ceftriaxone]. 2 ampoules of ceftriaxone in 100 ml of 0.9% saline [sodium chloride] solution, once a day for 7 days. The first dose was administered in hospital at 10.00 pm on (B)(6) 2026. On (B)(6) 2026, the patient underwent an antibiogram test. On (B)(6) 2026, the patient reported that she had a small nodule near the ear and would go to the physician for an ultrasound on the same day and would return to the physician to check on the bacterial infection. The patient assessed the intensity of events (implant site pain, implant site nodule, purulent discharge and implant site inflammation) as severe and causality unlikely. She was in recovery phase. On (B)(6) 2026, the hcp reported that the patient required a hospital care on an unknown date. According to the hcp, the patient had a gram-positive bacterial infection. The hcp purchased the antibiotic cephalexin for the patient's treatment and monitored the patient every other day. The patient was initially treated with cephalexin and prednisolone. However, cephalexin was reported as not effective, and the patient experienced ear pain. The hcp mentioned that they never had problems with other batches of sculptra and never experienced nodules with the use of other batches of sculptra. The hcp sent a video showing how they diluted the sculptra and verified that, after dilution, this batch became very thick. The hcp stated that they would conduct a new test with another sculptra vial from the same batch and would send the batch number. This batch was used between (B)(6) and at most (B)(6) (year unknown). Outcome at the time of the report: painful was recovering/resolving. Nodule was recovering/resolving. Pus came out was recovering/resolving. Inflamed was recovering/resolving. Cannula mark on face was recovering/resolving. Gram-positive bacterial infection/infection was recovering/resolving. Otalgia/ear pain was recovering/resolving. Tracking list: v.0 initial report v.1 fu received on (B)(6) 2026 and (B)(6) 2026 from the same reporter. Events (implant site infection, needle track marks) added. Concomitant filler treatment, suspect device implant date, event onset date, location, corrective treatment and laboratory test details were updated. V.2 fu received on (B)(6) 2026 and (B)(6) 2026 from an other health care professional. Events (bacterial infection, ear pain) added. Concomitant products (water of injection, lidocaine), lot number, reconstitution details were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-jan-2026 by a 48-year-old caucasian/white female patient concerning herself. Additional information was received on 18-jan-2026 and 19-jan-2026 from the same reporter. This case was 4 of 7 (reported by the same treating hcp). The patient´s medical history included hypothyroidism. Concomitant medication included prednisone [prednisone]. The patient was not pregnant or breastfeeding. On (B)(6) 2025, the patient received treatment with sculptra (lot 5j2021, expiry date 31-mar-2028) to right and left side of the face using cannula (unknown amount and injection technique). The patient has never received treatment with sculptra. On the same day, the patient also received treatment with unspecified filler to lips. The treating hcp reported that the dilution was prepared per the product´s label introduction and only used water for injection [water for injection] as the diluent. The treating hcp usually reconstituted sculptra the day before the treatment, at the end of the day. One day before the treatment, 5 ml of water for injection was added. The vial was stored in its original box at a temperature of 16-17°c in the clinic. At the time of application, another 5ml of water for injection and anesthetic, lidocaine [lidocaine] without vasoconstrictor (1 ml or 2ml depending on the patient's sensitivity) were added. The treating hcp did not specify the total volume use for the patient. The hcp reported that they were familiar with using sculptra for 15 years and knew how to use it correctly. As described, they used 5 ml at the time of reconstitution and homogenization, and afterwards used 3 to 5 ml of the product. On (B)(6) 2025, the patient developed a painful (implant site pain) otalgia/ear pain (ear pain) nodule (implant site nodule). The patient contacted an hcp, who advised her to massage it. However, the nodule became increasingly painful. The patient was unable to tolerate the pain any longer and the pain was on the entire side of the face, as if it was mumps and radiated to the ear. On (B)(6) 2026, the nodules turned red. The patient had massage process with ultrasound device and later performed massage every day. On (B)(6) 2026, the patient returned to the physician and underwent a blood test and result was unknown. As the patient did not respond, and was in a lot of pain, she began treatment with antibiotic cephalexin [cephalexin] from (B)(6) 2026 to (B)(6) 2026. On (B)(6) 2026, the physician punctured and drained the nodule located in the region near the right parotid gland and a large amount of pus came out (purulent discharge) with bacteria. The nodules became inflamed (implant site inflammation) with pus. The patient also reported that she had a cannula mark on face (needle track marks), at the point where the gram-positive bacterial infection/infection (bacterial infection) occurred. The issue was on the right side of her face. Initially, the physician assumed it was a collagen nodule and treated it with hyaluronidase [hyaluronidase]. However, when hyaluronidase was injected, the nodule leaked pus. After 14 days of cephalexin treatment and the patient experienced severe ear pain. On (B)(6) 2026, the patient returned to the hospital and underwent a facial CT scan, which revealed a colony of bacteria. The results of computed tomography of the face reported as below: preserved bone structures. Normal appearance of orbital structures. Normally aerated paranasal sinuses. Ostiomeatal complexes and frontonasal and sphenoethmoid recesses with normal and permeable anatomical aspects. Nasal meatuses and fossae clear. Nasal septum deviated to the left. Parotid and submandibular glands without alterations. Rhinopharynx and oropharynx showing preserved attenuation coefficients. Small collections restricted to the subcutaneous tissue of the right preauricular region measured approximately 2.5 x 0.7 cm, associated with densification of the adjacent fat. Based on these findings, the hcp concluded that deviation of the nasal septum to the left. Small collections restricted to the subcutaneous tissue of the right preauricular region associated with densification of the adjacent fat. On (B)(6) 2026, the patient underwent complete blood count. The test revealed leukocytes was 15220/mm3, mcv (100 fl) and relative rods was 3% and absolute rods was 456.6 cells/mm3, which were higher than normal values. Results for erythrocytes, hemoglobin, hematocrit, mch, mchc and rdw was normal. Platelets count, promyelocytes, myelocytes, metamyelocytes, segmented, eosinophils, basophils, lymphocytes atypical lymphocytes. Monocytes and blasts were normal. On (B)(6) 2026, the patient was prescribed corrective treatment with intravenous use of 1 gram of ceftriaxone [ceftriaxone]. 2 ampoules of ceftriaxone in 100 ml of 0.9% saline [sodium chloride] solution, once a day for 7 days. The first dose was administered in hospital at 10.00 pm on (B)(6) 2026. On (B)(6) 2026, the patient underwent an antibiogram test. On (B)(6) 2026, the patient reported that she had a small nodule near the ear and would go to the physician for an ultrasound on the same day and would return to the physician to check on the bacterial infection. The patient assessed the intensity of events (implant site pain, implant site nodule, purulent discharge and implant site inflammation) as severe and causality unlikely. She was in recovery phase. On 29 january 2026, the hcp reported that the patient required a hospital care on an unknown date. According to the hcp, the patient had a gram-positive bacterial infection. The hcp purchased the antibiotic cephalexin for the patient's treatment and monitored the patient every other day. The patient was initially treated with cephalexin and prednisolone. However, cephalexin was reported as not effective, and the patient experienced ear pain. The hcp mentioned that they never had problems with other batches of sculptra and never experienced nodules with the use of other batches of sculptra. The hcp sent a video showing how they diluted the sculptra and verified that, after dilution, this batch became very thick. The hcp stated that they would conduct a new test with another sculptra vial from the same batch and would send the batch number. This batch was used between 07 december and at most 20 december (year unknown). Outcome at the time of the report: painful was recovering/resolving. Nodule was recovering/resolving. Pus came out was recovering/resolving. Inflamed was recovering/resolving. Cannula mark on face was recovering/resolving. Gram-positive bacterial infection/infection was recovering/resolving. Otalgia/ear pain was recovering/resolving. Tracking list: v.0 initial report. Case was upgraded to serious on (B)(6) 2026. V.1 fu received on 26-jan-2026 and 28-jan-2026 from the same reporter. Events (implant site infection, needle track marks) added. Concomitant filler treatment, suspect device implant date, event onset date, location, corrective treatment and laboratory test details were updated. V.2 fu received on 28-jan-2026 and 29-jan-2026 from an other health care professional. Events (bacterial infection, ear pain) added. Concomitant products (water of injection, lidocaine), lot number, reconstitution details were updated. V.3 batch record review investigation results were received on 10-feb-2026.

Manufacturer narrative:
Company comment: the serious expected events of bacterial infection, nodule, inflammation at implant site, purulent discharge and the non-serious expected events of pain at implant site, needle track marks and unexpected non-serious event of ear pain were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and drainage procedure to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The event of ear pain was secondary to the bacterial infection. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, six medical complaints have been reported for the lot number. A repeat batch record review has been conducted, and sanofi has confirmed that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch conformed to cgmp and specification requirements. The information available in this case does not indicate a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.